Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. Problem custom code char variable "queue_type" was found in qcheck.c:update_phonelist () not long enough to include the terminator "null" character. Change variable declaration to include the "null" terminator in qcheck.c:update_phonlist(). (B) (4).

Event description:
The customer reported that the panel with panic range went to validation, but did not appear on the telephone queue. There was no reported patient injury associated with this event.